Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that at implant the lead became dislodged multiple times. The lead helix became clogged with myocardial tissue due to repeated extension and retraction of helix. The lead was removed and another lead was implanted without incident.